Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as low blood glucose. The customer¿s high blood glucose level was 500 mg/dl and the current blood glucose was 61 mg/dl and the blood glucose at the time of incident was 497 mg/dl. Customer had the different blood glucose values as 375 mg/dl, 362 mg/dl, 152 mg/dl, 103 mg/dl. The customer was treated with insulin pump. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.